Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient called to inquire about MRI scanning eligibility. Patient was needing an MRI of their head and needed to know if the device has a full body symbol or a head symbol. Patient stated they somehow lost the manual and controller when they moved. Agent reviewed necessity of having external controller in order to get the scan done. Patient mentioned that they had a shoulder MRI 3 months ago and everything was fine. Patient also stated that the device was no longer working. Patient stated they thought it was the winter of 2021 when they fell hard going down some steps. Patient thinks the device was "cracked" during the fall because after that it wasn't stimulating the right area anymore. Agent reviewed MRI safety guidelines with the patient, which included suggesting the patient reschedule the scan until they have a follow-up appointment with the managing healthcare provider (hcp). The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.